Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture discovered by ultrasound and confirmed at explant. Device has been explanted and replaced. This relates to the left side.

Event description:
Healthcare professional reported, left side implant rupture. Discovered by ultrasound and confirmed at explant. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Physician reported implant rupture discovered by ultrasound and confirmed at explant. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.